Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue end (female connector) of a minicap transfer set was difficult to disconnect from the patient line of the homechoice cassette. This was observed during use of the devices for peritoneal dialysis (pd) therapy. A separation between the female connector (dark blue) and the main body of the transfer set was noted; further described as ¿unscrewed from the dark blue internal part¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. During functional leak testing the transfer set was connected and disconnected from an in house patient line connector and no issues were observed, therefore the reported connection issue was not verified. The reported separation was verified. The cause of the separation is related to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.